Manufacturer narrative:
The complaint of a guidewire stuck within the catheter was confirmed, and the cause was likely user related. The product returned for evaluation was a 20cm power-trialysis catheter (with guidewire within the purple luered lumen). The wire was unraveled throughout both the proximal end near the luer hub, and at the distal end of the catheter. The wire could also be seen to be folded onto itself within the purple extension line and was kinked in several location s distal to the catheter tip. A microscopic assessment of the guidewire showed that it had failed due to a tensile break. The most likely cause of the lodged guidewire was the wire kink distal to the catheter tip. The kinked area of the wire could not be pulled back through the catheter due to the sharp angle of the kink. Subsequent pulling on the wire likely caused the wire to break and a back-and-forth motion of the wire caused the coil portion to fold onto itself within the extension line. This was likely the result of insertion difficulty. A lot history review (lhr) of rexj1149 showed no other similar product complaint(s) from these lot numbers.

Event description:
Hospital reported faulty, guidewire stuck in catheter. On (B)(6) 2014 - returned sample reveals a frayed guidewire with blood residue.